Event description:
The tip of the driver broke off inside the fully seated implant in the patient. The tip was not retrieved from patient. No adverse consequence reported with the patient as a result of event. This device is used for treatment.